Event description:
It is reported that the pt underwent an aspiration due to pain and swelling to rule out infection. The pain and swelling progressed and the pt's hip was revised. A seroma was identified upon surgery.

Manufacturer narrative:
Eval summary: during the operation, a seroma was identified and approximately 50 ml of clearish-yellow fluid was aspirated. The rest of the revision was uneventful. Very poor quality x-rays were provided of the components pre-revision. Although not conclusive, they showed a femoral stem that seemed slightly valgus in position within the femoral canal and an acetabular cup that seemed more horizontal in position. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Zimmer, inc., considers the investigation closed.